Manufacturer narrative:
(B)(4). Batch number: p57890. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with two gst60g cartridge reloads present. The cartridge reload (b) was received fully fired. The cartridge reload (c) was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: it was reported that, ¿so the issue was with the psee60a and not the battery, therefore two reloads were misfired during this procedure.¿ did the same issue occur with the second reload as the first? Yes. If no, please explain. On the third reload ¿when firing the slippage has happened and didn¿t make a complete staple line,¿ did the device deliver any staples into the tissue? Yes. If yes, were the staples formed properly? The device was forming the staples randomly, some of the staples were improperly formed while the others were forming properly, while the knife was going forward and the slippage is occurring as well, until the surgeon stopped when we saw what was happening. If yes, were there staples missing from the staple line (staple line interrupted, but tissue was cut)? Yes. Did the device cut? Yes. If yes, was the cut line complete? No, it was not. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Luckily the cutting line did not go a long distance on the tissue, and the surgeon handled the situation.

Event description:
It was reported that the product was opened, the surgeon initiated the first firing, then the reload only completed not more than half way the staple line, then stopped, so we had to use the reverse knife option, because something was wrong with the psee60a, tried another battery from another new powered echelon, so the issue was with the psee60a and not the battery, therefore two reloads were misfired during this procedure. For the third reload, during the case, the compression was completed, then while firing the slippage has happened and didn't make a complete staple line.